Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. A 4.0mmx220mmx150cm coyote balloon catheter and a 4.00mm/1.5cm/140cm small peripheral cutting balloon were used together. After positioning the sheath, the lesion was crossed with the support catheter, micro catheter, and guidewire. Dilation was performed using coyote balloon, however it ruptured in a pinhole form slightly near the tip from the center upon second inflation at 14atm for 30seconds. Subsequently, pcb was used for dilation of the residual stenosis but it also ruptured upon second inflation at 10atm. The same lesion was dilated using a pcb of the same size, and the procedure was completed by performing post with oceanus 4-200. There were no patient complications reported.